Event description:
It was reported that the lead integrity alert triggered due to the right atrial (ra) lead and right ventricular (rv) leads having impedance measurements greater than 3000 ohms, oversensing, and high thresholds due to a suspected device header issue. The device was explanted and replaced and the ra and lv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the actual lead was not received for evaluation. However, performance data collected from the device was reviewed and analyzed. Primary analysis for the lead found that the lead was oversensing. Two non sustained events of less that 220 milliseconds v-v cycle occurred. One on (B)(6) 2012 and one on (B)(6) 2013. It was noted that the lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting conditions of abnormal impedance and non-sustained event. One out of tolerance subthreshold lead impedance alert also occurred on (B)(6) 2013. It was also noted that the lead had increasing lead impedance. Daily pace lead trend data shows an increase for ventricular pace bi-impedance equal to 418 to 4047 ohms peak between (B)(6) 2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: d224drg implantable cardioverter defibrillator, implanted: (B)(6) 2012.(B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.